Event description:
It was reported that this system was a part of an infection. A system explant was planned. No additional adverse patient effects were reported.

Event description:
It was reported that this system was a part of an infection. A system explant was planned. No additional adverse patient effects were reported. Additional information noted that this system was explanted due to endocarditis. The products were not returned for analysis.

Manufacturer narrative:
The report is being filed to update the explant details of the system.

Event description:
It was reported that this system was a part of an infection. A system explant was planned. No additional adverse patient effects were reported. Additional information noted that this system was explanted due to endocarditis. The products were not returned for analysis.

Manufacturer narrative:
The report is being filed to update the impact codes.